Event description:
It was reported to gore that on (B)(6) 2025, this 84-year-old male patient underwent an emergent endovascular procedure with gore® tag® thoracic endoprosthesis devices to treat a thoracic aortic aneurysm with a contained rupture. A gore® tag® thoracic branch endoprosthesis aortic component was implanted into the descending thoracic aorta and a gore® tag® thoracic branch endoprosthesis side branch component was used for the left subclavian artery. Also, a gore® tag® conformable thoracic stent graft served as a distal extension. Vessel access was performed via the percutaneous route and the gore® devices were successfully navigated to the intended location and successfully deployed. As a planned adjunctive procedure, a transposition of the left common carotid artery to the left subclavian artery (lsa) was performed for revascularization of the lsa. Reportedly, embolectomy was also done. When implanting the gore® tag® thoracic branch endoprosthesis aortic component, the graft was placed slightly too distal, resulting in a bend of the gore® tag® thoracic branch endoprosthesis side branch component and a type 1a endoleak occurred. During a reintervention on (B)(6) 2025, an additional gore® tag® thoracic branch endoprosthesis aortic extender device was implanted to resolve the type 1a endoleak. Additionally, the gore® tag® thoracic branch endoprosthesis side branch component was relined to correct the reported kink. It was also reported that on the same day, the patient was diagnosed with bowel ischemia. The event was reported to have been fatal and the patient was noted as deceased as of (B)(6) 2025. Additional information received from the physician stated that the bowel ischemia was caused by thrombus that had embolized from the wall of the thoracic aorta. Reportedly, it was not believed that a gore device caused or contributed to the bowel ischemia and the subsequent death of the patient. Therefore, there does not seem to have been an allegation on the gore® tag® conformable thoracic stent graft with active control tgmr404020e/29374250 of having caused or contributed to the patient's death, the medwatch report for this device under MFR # 2017233-2025-06125 has been retracted.

Manufacturer narrative:
Additional manufacturer narrative: this report contains changes to previously submitted information. In error, the initial version of this medwatch report stated an allegation on a gore® excluder® trunk-ipsilateral leg component unk/unk with a type !a endoleak. Additional information received however stated that there was no gore® excluder® trunk-ipsilateral leg component implanted int this patient. Instead, the allegation of the type 1a endoleak pertains to a gore® tag® thoracic branch endoprosthesis tac083715e/29629890 implanted on (B)(6) 2025. This supplemental medwatch therefore reports on the latter device and seeks to correct the previously reported information. B3, date of event: updated to march 21, 2025 as the type 1a endoleak of the gore® tag® thoracic branch endoprosthesis tac083715e/29629890 was identified during the implant procedure. B5: describe event or problem: updated content. D1/d2a/d2b: updated. D4: updated. D10: concomitant product: gore® tag® thoracic branch endoprosthesis side branch component tsb081206e/29648755. Primary UDI number (B)(4). G4, PMA/510(k)number: updated. H4, device manufacture date: updated. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, health effect ¿ clinical code: replaced e2401 with e2121. H6, health effect ¿ impact code: replaced f1901 with f2301. H6, medical device problem code: replaced a26 with a050408. Added a5012 and a0406. H6, component code replaced g07003 with g04122. H6, type of investigation: added b14, b20, b11. H6, investigation findings: replaced c21 with c19. Code c19: pertaining to gore® tag® thoracic branch endoprosthesis aortic component tac083715e/29629890 and to gore® tag® thoracic branch endoprosthesis side branch component tsb081206e/29648755: a review of the manufacturing records indicated the lots met all the pre-release specifications. The devices remain implanted. Therefore, an engineering evaluation could not be performed. H6, investigation conclusions: replaced d16 with d15. No additional information was received for this patient. Based on the incident description and the subsequent investigation, gore is unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
The device remains implanted. Therefore, an evaluation of the device cannot be performed. Gore has reached out to the physician for additional information. Concomitant medical device gore® tag® thoracic branch endoprosthesis te3742e / 28178396 reporting on the patient's death has been reported under MFR# 2017233-2025-06125. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, this 84-year-old male patient underwent endovascular treatment as an emergent procedure for a common iliac artery aneurysm with unspecified gore® excluder® aaa endoprostheses. Vessel access was performed via the percutaneous route. The gore® devices were successfully navigated to the intended location and successfully deployed. Apart from one additional but unspecified procedure no other information was reported. On (B)(6) 2025, the patient reportedly had a reintervention for an unknown reason. During the reintervention, it appears that the gore® excluder® trunk-ipsilateral leg component implanted previously was presumably extended with a gore® tag® thoracic branch endoprosthesis aortic extender. It was also reported that on the same day, the patient was diagnosed with bowel ischemia. The event was reported to have been fatal and the patient was noted as deceased as of (B)(6) 2025.